Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial lead undersensing during atrial arrhythmia episodes that caused atrial pacing during the episodes and the classification of the episodes as terminated. The atrial lead remains in use. No patient complications have been reported as a result of this event.